Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed the following: during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during two of four tests. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s drug infusion device. The drug being delivered was 15 mg/ml hydromorphone at 4.3 mg/day. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that the actual reservoir volume (arv) was less than the expected reservoir volume (erv). The arv was 1.5 and the erv was 8. The first discrepancy was noted in late 2017, with an arv of 0.5 and an erv of 4.5. He has been monitoring volumes since it was first noted and he has had expected residual volumes of 2.1 - 4.8 ml the past 4 refills and was getting very little back. Troubleshooting done prior to the call include having the reservoir accessed. They reviewed to monitor the patient for overinfusion. It was also reviewed to consider pump replacement, and the hcp was thinking about having the pump replaced. He will get replacement scheduled. The patient "felt like she was in withdrawal" before this refill. The patient had not been symptomatic before. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump was replaced on (B)(6) 2020 and would be returned. The hospital currently had possession of the pump. It was noted the doctor suspected the pump was overinfusing as the residuals were lower than expected. There were no environmental/external/patient factors that may have led or contributed to the issue. Actions/interventions taken to resolve the issue included explant and the issue was resolved at the time of this report. Other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s status at the time of this report was ¿alive- no injury.¿ the patient¿s weight was 84 kilograms and medical history included ¿post lami pain.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the pain pump with expected life of 7 years stopped working at 4 years. (Please note: this conflicts with the implant date.) No further complications were reported.